Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter zip is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that unable to drain arctic gel pads/empty water. Per additional information received via mail on 11oct2024, it has been noted that the flow in pad stopped and alarm 7 (empty pads not complete) came up on screen. Staff could not drain water; they changed pad and device due to not being able to fix issue. Per sample evaluation results on 08nov2024, it was reported that they found the level sensor cracked inside. Found the circulation pump was less efficiency.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump. The device was evaluated upon receipt. Found the circulation pump is less efficiency. Replaced circulation pump. Passed all testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that unable to drain arctic gel pads/empty water. Per additional information received via mail on 11 oct 2024, it has been noted that the flow in pad stopped and alarm 7 (empty pads not complete) came up on screen. Staff could not drain water; they changed pad and device due to not being able to fix issue. Per sample evaluation results on (B)(6) 2024, it was reported that they found the level sensor cracked inside. Found the circulation pump was less efficiency.